Manufacturer narrative:
This a duplicate of emdr #1218950-2016-03540

Event description:
The customer reported that the device has no display. There was no reported patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display is not working because a cable is missing from the assembly, which was purchased from a third party vendor. There was no adverse patient impact reported.